Manufacturer narrative:
Other text: hd4. UDI, 3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, the water tank cover was cracked. Per functional testing, the device was leaking from the water tank cover. The complaint was confirmed. The root cause was the water tank cover was cracked on the left side corner of the screw holes. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the water tank cover, reservoir gasket, o-rings. Perform preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the unit was leaking and cracked. Patient involvement is unknown.